Event description:
During the procedure, the silicone coating on the electrode caught fire and flaked off.

Manufacturer narrative:
The investigation has begun, but is not completed. A follow-up report will be submitted when the investigation is complete.